Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be torn. During the investigation, fluid was seen exiting this tear. The data downloaded from the device did not show any signs of struggle during the run.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 381 mg/dl while wearing the pod between 4 and 24 hours. The pod¿s cannula was found bent while wearing it on the arm. For treatment, the patient gave a manual injection and changed out the pod.